Event description:
It was reported that the patient had an increaasd ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred end of december.